Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer's blood glucose was 3.1 mmol/l. Customer reports the middle button was unresponsive. Customer states that numbers are not ramping on their own. Customer states the scroll bar was moving with no input. Customer states that there was no response from any button. Customer states the minutes change. Advised customer the pump will need to be replaced. Advised customer to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons including the middle (enter) keypad button were tested while navigating the menus, and they all worked properly. (B)(4).